Manufacturer narrative:
Product complaint # (B)(4). Batch # u5ca0p. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the device is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The event described could not be confirmed as no staples were noted protruded. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? What was the piece that fell out of the stapler/cartridge? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure the device malfunctioned and the surgical technician had to manual open the jaws. A piece fell out of the device and into the patient. The piece was found visually and removed. The procedure was completed with a like device with no patient consequences.